Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility in the united kingdom reported the stellaris stopped operating during a procedure. The machine was restarted and the procedure, and list was completed successfully with no further incidents.

Manufacturer narrative:
Correction: h2 from correction to additional information. H6 codes removed: component code 1, type of investigation 1 and 2, investigation findings 1, and investigation conclusions 1.

Manufacturer narrative:
The information provided does not suggest this incident may have caused or contributed to a death, serious injury or a serious deterioration in state of health. This event is no longer deemed reportable.

Event description:
Additional information confirming the system was shut down by the user, and did not shut down by itself.